Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as an air in line alarm) but did not reproduce the air sensor error. Evaluation found the upper reading on the ultrasonic sensor to be out of specification (low) caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump an air detector error. It was also reported that there was no patient involvement.